Event description:
It was reported the lead was explanted and replaced due to suspected externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 38.6cm was returned for analysis. Internal insulation abrasion was noted at 25.3-27.0cm from the distal tip. The etfe coating was intact at this location.